Manufacturer narrative:
The device was received; however, evaluation was not performed. Device refurbished.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer¿s blood glucose level was 118 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.